Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device would not turn on or off. No patient involvement.

Event description:
It was reported that the device would not turn on or off. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture 06/17/2019 to present date 12/30/2020 and note that this device has been returned for service once which correlates to the customer reported issue or service repairs.